Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the clinic today, due to implantable cardioverter defibrillator (ICD) device emitting tones since the previous day. The physician reported not being able to interrogate the device. Magnet application did result in a few beeps, however, then could not be reproduced. The physician reported they were going to try a different programmer. If unable to perform interrogation, the device would be replaced. At this time there is no information as to if the second programmer interrogation was successful, or not. At this time, there is no evidence to suggest surgical intervention has been performed. No adverse patient effects were reported.